Manufacturer narrative:
.

Event description:
It was reported that the patient presented for device replacement due to eri. Externalized conductors were observed via x-ray. All the electrical measurements were in range. The lead was capped and replaced. The patients condition is stable.